Event description:
It was reported that the device provided error code 354.6770 pressure sensing disc. Although requested, no additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the pressure sensor replaced due to error code 354.6770. As found software version 9.15.1.2, as left software version 9.15.1.2. Plunger gripper recall completed sizer sensor replaced due to failed plunger position calibration. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Root cause: based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - pressure disk sensor failure. Device history review: a review of the device history record showed the device had a manufacture date of 04/29/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device provided error code 354.6770 pressure sensing disc. Although requested, no additional information was provided.